Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there were voltage errors. It was reported there was no patient involvement, at the time the issue was discovered.

Manufacturer narrative:
H10. Multiple attempts have been made to try to obtain further information about this case, but no response was received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11. Updated contact information and contact office entity.